Event description:
It was reported that the patient had an infection with abscess at the entry site of the leads in the skin. The patient also noted that she developed meningitis. The infection was device and procedure related. The patient had a lead pull and reportedly doing well. The explanted leads will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc221850e0. Model:sc-2218-50e. Serial: (B)(6). Batch: 7138131.

Event description:
It was reported that the patient had an infection with abscess at the entry site of the leads in the skin. The patient also noted that she developed meningitis. The infection was device and procedure related. The patient had a lead pull and reportedly doing well. The explanted leads will not be returned.